Event description:
It was reported that there was an incident involving a stretcher and a pt. According to the sales rep, the employee was injured and experienced back pain. There was reported pt involvement and adverse consequences.